Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Revision procedures were performed on (B)(6) 2006 to implant cables. Revision procedures were performed on (B)(6) 2006 and (B)(6) 2007 to implant antibiotic cement for unknown reasons. Two revision procedures occurred on (B)(6) 2012 where antibiotic cement spacers were implanted due to infection. An upcoming revision procedure is planned to remove the cement spacers and implant a custom femoral stem. The patient has significant femoral bone loss which requires the customized femoral stem.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Revision procedures were performed on (B)(6) 2006 and (B)(6) 2006 to implant cables. Revision procedures were performed on (B)(6) 2006 and (B)(6) 2007 to implant antibiotic cement for unknown reasons. Two revision procedures occurred on (B)(6) 2012 and (B)(6) 2012 where antibiotic cement spacers were implanted due to infection. An upcoming revision procedure is planned to remove the cement spacers and implant a custom femoral stem. The patient has significant femoral bone loss which requires the customized femoral stem. Additional information received reports patient underwent an additional revision procedure (B)(6) 2014 where spacer molds were implanted. Customized product has been created however date of implantation has not been scheduled.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-07792 / 07793).